Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.0 x 15 non-bsc balloon catheter, a 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was deformed while crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous, mr, 3.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issue with the stent. The entire stent was checked for damage. The crimped stent outer diameter (od) was measured and is within the maximum crimped stent specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 231mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damaged noted. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.0 x 15 non-bsc balloon catheter, a 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was deformed while crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.